Event description:
The pt was a male who underwent an automatic implantable cardioverter defibrillator. Post procedure, the wound was being sutured by a physician when the suture material separated from the needle. The suture was a coated vicryl plus antibacterial size 4-0 with conventional cutting needle pc-1 by ethicon, lot# za6865. The needle came off under the pt's skin, and required further intervention. Diagnosis or reason for use: used for wound closure.